Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited loss of pacing and variable thresholds. The right atrial (ra) lead exhibited small p waves. It was reported that both leads may be damaged due to scuffing. The ipg and rv lead were replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.